Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Device evaluation: the reported condition of a colleague infusion pump that had shut down by itself without an alarm was not confirmed nor reproduced during product evaluation. During product evaluation it was found in the event history that the volume had been re-programmed and then the off key was pressed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Event description:
The facility biomed stated that the incident occurred during patient infusion in the critical care ICU department. The pump had shut down by itself with no alarm or failure code. It was reported to have been off for approximately two (2) hours. There was patient involvement but no report of patient impact or medical intervention to prevent patient injury. The biomed stated there were no failures logged in the event history in regards to this incident, but there was a two hour gap with no events. The device was running on ac power. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.